Manufacturer narrative:
This incident and claim is currently under investigation by sunrise medical's legal department. Photos provided by the attorney's office show that the subject wheelchair is a breezy ultra 4. The wheelchair has not be released for inspection or evaluation due to the ongoing legal case. (B)(4). The manufacture/distribution date of this particular chair (incomplete serial number provided is not the serial number that was assigned by sunrise medical and could not be validated in sunrise medical's system) is unknown as to the age of this wheelchair and as to whether any maintenance or service was provided by the manufacturer for this wheelchair. There is insufficient information to determine a potential cause for the reported incident at this time. If and when any new relevant information is provided to sunrise medical, as this incident is further investigated, a follow up report may be filed.

Event description:
On 5/20/2019 a legal notice from the law offices of (B)(6) attorneys at law was received by sunrise medical regarding a legal matter. It is reported in the letter that on (B)(6) 2019, (plaintiff) was using his wheelchair, a sunrise medical breezy ultra 4 model as he was backing out of his home using the ramp from his front door to his sidewalk. He had backed out onto this ramp numerous times before. As the wheelchair leaned backwards and onto its "anti-tip tubes" the back right anti-tip tube broke, resulting in (the plaintiff) losing his balance and falling backwards. Unfortunately, (the plaintiff) broke numerous cervical vertebrae in the fall and had to have an emergency cervical fusion at (B)(6) hospital in (B)(6).